Event description:
It was reported that during an unknown procedure, the electrode fell out when a nurse wiped the spatula outside the patient. The incident occurred in two devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The devices were received with the electrode tip broken off from the shaft and present. No further functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off.(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.should the device be returned for analysis, a supplemental medwatch will be sent.